Manufacturer narrative:
The evaluation of the system was completed by field service. The vacuum issue could not be duplicated right away; therefore the module was replaced and will be returned for additional analysis. The device history was reviewed and found to meet manufacturing specification. Report 1 of 2, see 1920664-2015-00225.

Event description:
The user facility reported the system had a problem with vitrectomy not cutting but vacuum was working. They did not get any error messages. Additional information: the cutter stopped cutting but continued to aspirate and was pulling on the vitreous. A new pack was opened and surgery was completed successfully. Even though there was no damage done as a precaution the doctor lasered the area to prevent any impact to the patient after surgery.